Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after receiving the pump and charging it for several hours, it could not be powered on. There was no reported impact to the customer's blood glucose level. The customer was to use another pump for insulin therapy.